Event description:
It was reported that while the ventilator was connected to a pt, two technical error codes indicating disabled valves and a control printed circuit board communication failure with the monitoring printed circuit board were generated. (B)(4). (B)(4).

Manufacturer narrative:
(B)(4).